Event description:
According to the reporter: the doctor used a trocar during an endoscopic surgery procedure. The trocar spike blade cut the trocar tip leaving orange scraps (shavings). The trocar was not locked on tissue. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No additional info available at this time.

Manufacturer narrative:
(B)(4).